Event description:
It was reported that the 1.9f PICC catheter was broken at the hub / catheter junction. PICC placed in the right saphenous vein (ankle). The 7cm of catheter was coiled outside the body. Nurse found luer, extension tubing, and hub separated from the PICC catheter. Luer, extension tubing and hub (in one piece) were hanging from the IV tubing it was connected to. The PICC catheter itself was still under the sterile dressing with 7 cm coiled and steri stripped (taped) down. (4 or 5 steri strips were used to secure the catheter). Note: 18 month old pt was very active (kicking, rolling over, moving). PICC could have been tugged or pulled on.

Manufacturer narrative:
One 1.9f vascu-PICC was returned for eval. The device was returned in three pieces. A visual examination of the tubing revealed evidence of elongation. The first depth marking is 2.25cm from the edge of the break. The specification for the depth marking is 1cm, indicating the lumen stretching 225% before fracturing. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The incident report noted that the (B)(6) pt was very active (kicking, rolling over, moving) and that the PICC could have been tugged or pulled on. Due to the elongation of the lumen, it appears that the device was stressed beyond its design capabilities, causing the fracture.